Event description:
It was reported the device was used during a thoracoscopy. It was reported the surgeon fired the ez45g and it cut but did not staple. This occurred on the first firing. The case was converted to a thoracotomy. The same instrument was fired 2 more times without difficulty. No other information is available at this time. Instrument has to go through the hospital risk management and will not be returned at this time.

Manufacturer narrative:
Facility experienced an event with endopath* thoracic endoscopic linear cutter with safety lock on 7/3/97 while performing a thoracoscopy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #97483. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, a unfired bc fully f; cartridge condtion, a unfired bc fully f; cartridge return batch number, ab j00f1t c j00l. Functional tests & results: condtion of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why the instrument reportedly "cut, but did not staple" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and fomred the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design spcifications. There was a photo returned that showed cut tissue with no staple visable. No conclusion could be reached as to how this may have occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously imrpove co's products.